Manufacturer narrative:
Device used for treatment not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(6). Patient weight not provided for reporting. Unknown when device malfunctioned. Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. Device history records review was conducted. The report indicates that the: part# 398.41, lot#: t925669, manufacturing date: 19-sep-2008. Review of the device history record showed that there were no issues at the time of manufacturing of this device that would contribute to the issue outlined in this complaint. A review of inspection records and certifications, confirm that the, material, components and final product met inspection records, certification. All 100 parts of the lot were checked 100% for function at the final inspection on 19-sep-2008. No ncrs were generated during production if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction and internal fixation (orif) of an ankle fracture on (B)(6) 2016, the surgeon notice the ratchet teeth of the forcep was worn out and not clamping properly . There was another forcep available for use. There was no surgical delay and procedure was completed successfully. Patient status was reported as stable. This complaint involve 1 part. This report is 1 of 1 for (B)(4).